Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Discarded by user.

Event description:
The customer reported a broken tip observed during testing which poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The customer reported a broken tip observed during testing which poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.